Event description:
Boston scientific received information that this right atrial lead had dislodged. The physician had it removed and implanted a new lead as replacement. No adverse patient effects were reported. This report will be updated should additional information be received. The event and explant dates provided do not make sense so they were left off of this report.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. During the visual inspection, cuttings in the insulation were found. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical event. It is reasonable to assume, that the cuttings resulted from the surgery. The analysis did not reveal any sign of a material or manufacturing problem.